Event description:
It was reported that when using the bd pyxis medstation system cbw4100an drawer failed, which hinders users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer. A field service engineer adjusted the latch sensor to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.